Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration- yes') in an adult female patient who had essure (batch no. 977934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included sterilization, uterine bleeding, pelvic pain female and leiomyoma nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with vaginal closure of the cuff, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity and weight increased outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract disorder, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted in insertion date)she had received treatment for pain, bleeding, migration there were 2 essure coils noted at the right tubal ostia and 5 at the left tubal ostia. Lot number:977934 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration? Yes') in an adult female patient who had essure (batch no. 977934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included sterilization, uterine bleeding, pelvic pain female and leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with vaginal closure of the cuff, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity and weight increased outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract disorder, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted in insertion date)she had received treatment for pain, bleeding, migration there were 2 essure coils noted at the right tubal ostia and 5 at the left tubal ostia. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, medical history, patient aka name, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration? Yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity and weight increased outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract disorder, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: (B)(6) 2012( discrepancy noted in insertion date). She had received treatment for pain, bleeding, migration. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos deleted and events 'pelvic pain, abdominal pain, menorrhagia, hypersensitivity, device dislocation, bladder infection, urinary problems, bladder problems, vaginal discharge, weight gain, plaintiff did not undergo essure confirmation test' were added. Outcome of events pain, bleeding, bladder/urinary problems added as recovered. Patient date of birth, reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.